Manufacturer narrative:
Reader (B)(4) was returned and investigated with retained strips. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. Observed the reader did not power on with button, strip, or usb cable insertion. The reader log was unable to download due to the damaged usb port. The reader was sent for further investigation. Observed the usb port was damaged and the reader will not turn on. The reader was de-cased and did not observe any signs of damage inside. The reader did not charge when placed on the fixture, which is likely due to short in damaged usb port. Damaged usb port was removed, and observed the reader charged normally. After allowing a partial charge over 20 minutes, the reader booted normally and passed all the built-in self-tests. The tests was repeated three times and it all passed. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to test using the freestyle libre 2 reader as it was unable to power on with button press, test strip insertion, or usb cable. The customer experienced a loss of consciousness, however, was able to self-treat with novolog insulin (dose unknown). The customer also had contact with a healthcare professional, however no treatment was reported and customer was advised to monitor glucose more often. No further information was reported. There was no report of death or permanent injury associated with this event.